Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received 4 error codes on the arctic sun device s/n (B)(6) all within a few minutes during initiation. Nurse stated they got alarms 01 (patient line open), 02 (low flow), 15 (unable to obtain a stable patient temperature), and 50 (patient temp 1 erratic). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 0 percentage. Nurse confirmed they took the device off the patient because of the alarms, and they could see it blowing air. Nurse explained that blowing out air was bubbles visualized in the pad connectors. Explained that it was not uncommon to get the alarms mentioned or see bubbles during initiation. The pads need to prime and patient temperature stabilize. Therapy being delivered on another device. Explained s/n (B)(6) was likely okay to use on another patient should one come in, but if they want, they may send it to her biomed for inspection.

Event description:
It was reported that they received 4 error codes on the arctic sun device s/n (B)(6) all within a few minutes during initiation. Nurse stated they got alarms 01 (patient line open), 02 (low flow), 15 (unable to obtain a stable patient temperature), and 50 (patient temp 1 erratic). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 0 percentage. Nurse confirmed they took the device off the patient because of the alarms, and they could see it blowing air. Nurse explained that blowing out air was bubbles visualized in the pad connectors. Explained that it was not uncommon to get the alarms mentioned or see bubbles during initiation. The pads need to prime and patient temperature stabilize. Therapy being delivered on another device. Explained s/n (B)(6) was likely okay to use on another patient should one come in, but if they want, they may send it to her biomed for inspection. Per follow up information received via phone on 13may2025, spoke with charge nurse, who stated a biomed had come to the floor to check the device and it checked out fine. The biomed had advised the nurses had not given the device enough time to adjust. The charge nurse stated that they switched the patient to a blanketrol and later had to reposition the rectal probe due to displacement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined. Reported issue was not reproduced. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product. This report is being submitted as additional information. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received 4 error codes on the arctic sun device s/n (B)(6) all within a few minutes during initiation. Nurse stated they got alarms 01 (patient line open), 02 (low flow), 15 (unable to obtain a stable patient temperature), and 50 (patient temp 1 erratic). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 0 percentage. Nurse confirmed they took the device off the patient because of the alarms, and they could see it blowing air. Nurse explained that blowing out air was bubbles visualized in the pad connectors. Explained that it was not uncommon to get the alarms mentioned or see bubbles during initiation. The pads need to prime and patient temperature stabilize. Therapy being delivered on another device. Explained s/n (B)(6) was likely okay to use on another patient should one come in, but if they want, they may send it to her biomed for inspection. Per follow up information received via phone on 13may2025, spoke with charge nurse, who stated a biomed had come to the floor to check the device and it checked out fine. The biomed had advised the nurses had not given the device enough time to adjust. The charge nurse stated that they switched the patient to a blanketrol and later had to reposition the rectal probe due to displacement.

Event description:
It was reported that they received 4 error codes on the arctic sun device s/n (B)(6) all within a few minutes during initiation. Nurse stated they got alarms 01 (patient line open), 02 (low flow), 15 (unable to obtain a stable patient temperature), and 50 (patient temp 1 erratic). Flow rate (fr) was 0 lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 0 percentage. Nurse confirmed they took the device off the patient because of the alarms, and they could see it blowing air. Nurse explained that blowing out air was bubbles visualized in the pad connectors. Explained that it was not uncommon to get the alarms mentioned or see bubbles during initiation. The pads need to prime and patient temperature stabilize. Therapy being delivered on another device. Explained s/n (B)(6) was likely okay to use on another patient should one come in, but if they want, they may send it to her biomed for inspection. Per follow up information received via phone on 13may2025, spoke with charge nurse, who stated a biomed had come to the floor to check the device and it checked out fine. The biomed had advised the nurses had not given the device enough time to adjust. The charge nurse stated that they switched the patient to a blanketrol and later had to reposition the rectal probe due to displacement.

Manufacturer narrative:
This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause identified as a user related. A review of the risk document, afmea (B)(4), revision 15, was performed for this investigation. The reported event is addressed in step # a110. Based on this review the risk is within the expected range. The instructions-for-use under (B)(4) rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Patient temperature input cables and probes patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commerciallyavailable yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. A temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only connections 1) use only approved cables and accessories with the arctic sun¿ temperature management system control module (appendix b). 2) inspect the accessories for wear, breakage, or fraying before use. Replace if necessary. 3) connect the fluid delivery line, temp in 1 cable, temp in 2 cable (optional), temp out cable and fill tube to the back of the control module. 4) plug the power cord into the wall outlet. Position the arctic sun¿ temperature management system. A DHR is not required as this is not an out-of-box failure. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.